Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. The heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that patient noted bright red blood per rectum. It was possible that this could have been due to hemorrhoids but patient was not able to fully evaluate at home. Patient called the vad (ventricular assist device) coordinator and was advised to go to the hospital for evaluation, since there was possible concern that it was due to ischemic colitis versus hemorrhoids versus arteriovenous malformation (avm) per gastroenterologist. A scope was scheduled on (B)(6) 2021. Additional information was requested but not provided.